Event description:
It was reported that a user experienced prolonged hyperglycemia up to 380 mg/dl after eating a large breakfast without announcing the meal and then remained elevated during an unresolved dosing-stopped alert, followed by a brief hypoglycemic episode at 50 mg/dl after aggressive automated corrections. No adverse clinical symptoms associated with hypoglycemia and a subsequent hyperglycemia reported. Outcomes included transient hyperglycemia followed by a 20-minute hypoglycemia that resolved to 73 mg/dl after oral carbohydrates, with no hospitalization. Investigation included review of the dosing-stopped alert history, and user education on timely alert clearance, meal announcements, and use of oral glucose for lows. Investigation of this case revealed that the hyperglycemia was attributable to a missed meal announcement and the extended dosing-stopped period, and the subsequent hypoglycemia was attributable to system corrections responding to the prolonged hyperglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcement and delayed alert handling, caused the event.

Manufacturer narrative:
Initial.